Event description:
The patient never had therapeutic effect. The "device wasn't installed correctly" and the patient never felt results. It "hurt like hell" until it was removed. Further follow-up was not possible.

Manufacturer narrative:
(B) (4).